Manufacturer narrative:
Received one used ch-14 device for inspection. The silicone seal was stuck down as received. The ch-14 was disassembled, and the internal spike was found to be bent. The reported complaint of no flow can be confirmed due to the damage found on the internal spike. The probable cause is due to a molding defect. Corrective actions are in process. Additional contact: (B)(6).

Event description:
A chemoclave® vented bag spike that reportedly would not drip unspecified chemotherapy during an infusion. There was no bleed back reported. The product is not a biohazard and the device was not reprocessed/resterilized. There was no patient harm/adverse event reported. There was no delay in critical therapy.